Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Choking; couldn't breathe (dyspnoea); scratched throat (pharyngeal injury); hoarseness (dysphonia); purple- face (cyanosis); brush head went down throat, stuck in throat (foreign body in respiratory tract); brush head came off toothbrush (device breakage); brush head came off and went down throat ... Scratched throat (injury associated with device). Case description: a spontaneous report was received via phone on 12-jun-2018 from a (B)(6) male consumer stating that while brushing his teeth on (B)(6) 2018, the oral-b brushhead, version unknown came off and went down his throat. The brush head was stuck in his throat, he was choking, and his face turned purple because he could not breathe. He tried putting his fingers down his throat to grab it but could not reach it, and he tried to make himself vomit but that did not work. He gave himself the heimlich maneuver which got the brush head out of his throat. The choking and purple face recovered when the brush head was removed. The consumer reported the brush head scratched the back of his throat when it went down, and the scratch was causing hoarseness. He was drinking ice water to help his throat. He did not seek medical attention. The consumer reported he had the toothbrush for two years, brushed twice a day, and he changed the brush head every two and a half months. He discontinued use of the brush head, which was from a pack of six, on (B)(6) 2018. The outcomes of scratched throat and hoarseness were not recovered/not resolved. The overall case outcome was improved. Allergy/intolerance: none. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided.

Manufacturer narrative:
27-jul-2018 product investigation results: the reporter returned the product on 02-jul-2018. Product was identified as oral-b dualaction or dual clean brushheads on 20-jul-2018. Brush heads confirmed counterfeit on 27-jul-2018.

Event description:
Choking [choking] couldn't breathe [dyspnoea] scratched throat [pharyngeal injury] hoarseness [dysphonia] purple- face [cyanosis] brush head went down throat, stuck in throat [foreign body in respiratory tract] brush head came off toothbrush [device breakage] brush head came off and went down throat ... Scratched throat [injury associated with device] product counterfeit [product counterfeit] case description: a spontaneous report was received via phone on (B)(6) 2018 from a 74 year old male consumer stating that while brushing his teeth on (B)(6) 2018, the oral-b brushhead, version unknown came off and went down his throat. The brush head was stuck in his throat, he was choking, and his face turned purple because he could not breathe. He tried putting his fingers down his throat to grab it but could not reach it, and he tried to make himself vomit but that did not work. He gave himself the heimlich maneuver which got the brush head out of his throat. The choking and purple face recovered when the brush head was removed. The consumer reported the brush head scratched the back of his throat when it went down, and the scratch was causing hoarseness. He was drinking ice water to help his throat. He did not seek medical attention. The consumer reported he had the toothbrush for two years, brushed twice a day, and he changed the brush head every two and a half months. He discontinued use of the brush head, which was from a pack of six, on (B)(6) 2018. The outcomes of scratched throat and hoarseness were not recovered/not resolved. The overall case outcome was improved. Allergy/intolerance: none. Concomitant product: oral-b rechargeable toothbrush, version unknown. No further information was provided. 20-jul-2018 update: the consumer returned the product on (B)(6) 2018. Product was identified as oral-b dualaction or dual clean brushheads on (B)(6) 2018 . Product investigation is in progress. 27-jul-2018 product investigation results: the returned product was similar to eb417 brush heads. The product logo was deviant to oral-b. Conclusion: counterfeit product.